Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a related customer experience, it was reported that the patient was treated for a relapse of peritonitis. Additional information has been solicited.

Manufacturer narrative:
Upon further investigation it has been determined that this submission was a duplicate customer experience. Note: there was no submission on the duplicated customer experience file since the plant investigation did not confirm the alleged malfunction. This event will be closed by the plant as a duplicated event.